Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure implant removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced asthenia ("worsening asthenia"), arthralgia ("arthralgia") and myalgia ("myalgia"). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy for essure implant removal + hysteroscopy with biopsy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, asthenia, arthralgia and myalgia outcome was unknown. The reporter considered arthralgia, asthenia, medical device removal and myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure implant removal') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced asthenia ("worsening asthenia"), arthralgia ("arthralgia") and myalgia ("myalgia"). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy for essure implant removal + hysteroscopy with biopsy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, asthenia, arthralgia and myalgia outcome was unknown. The reporter considered arthralgia, asthenia, medical device removal and myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure implant removal') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 7 months after insertion of essure. On an unknown date, the patient experienced asthenia ("worsening asthenia"), arthralgia ("arthralgia") and myalgia ("myalgia"). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy for essure implant removal + hysteroscopy with biopsy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, asthenia, arthralgia and myalgia outcome was unknown. The reporter considered arthralgia, asthenia, medical device removal and myalgia to be related to essure. The reporter commented: essure was removed due to patient's request. No follow-up was performed after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-nov-2020: quality safety evaluation of ptc; start date for event medical device removal added following internal review. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.